Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The customer reported that the cuff was completely full of cement, and it came apart a short time after being repaired. The line was repaired and is still intact. There were no injuries or additional medical intervention.